Event description:
The customer reported the ventilator would only operate on battery power; not on ac power. The customer reported the device was in use on a patient and there was no patient harm. The customer reported the ventilator alarmed during use. During evaluation, the manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported the ventilator would only operate on backup battery when plugged into an ac power outlet. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications and passed.